Manufacturer narrative:
The pump alarmed motor error during rewind due to motor encoder signal out of phase. The displacement test was unable to be performed due to motor anomaly. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 412 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.